Event description:
The device was used during a laparoscopic cholecystecomy. Reportedly, the device would not open after firing across the cystic duct. The procedure was converted to an open procedure to remove the device and to finish the procedure.